Event description:
It was found on an x-ray that the rod was broken. The patient underwent a revision surgery. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). The device was not returned for product evaluation; however an x-ray was provided which found: ap x-ray shows complex lumbar pelvis fixation with interbody device at l4 and l5 right iliac connector has come off, right rod has broken at l4, and left s1 screw is broken.